Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It was determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that beginning on (B)(6) 2017 customer experienced unspecified symptoms. Caller reported customer had contact with a healthcare provider and was prescribed cortisone. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that beginning on (B)(6) 2017 customer experienced unspecified symptoms. Caller reported customer had contact with a healthcare provider and was prescribed cortisone. There was no report of death or permanent injury associated with this event.